Manufacturer narrative:
If explanted; give date: not applicable, there is no indication the lens has been explanted. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing glare, halos around lights and headlights at night an intraocular lens (iol) in the left eye. Visual acuity (va) pre-operative (op): 20/20 both eyes (ou), va post-op: 20/20 ou. The left eye is scheduled for explant on (B)(6) 2020. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report is being submitted for the lens in the right eye.

Manufacturer narrative:
Additional information: further information was provided, and the lens was explanted as planned. The lens was destroyed. There was no incision enlargement, or vitrectomy required. Another johnson & johnson lens (different model and diopter) was implanted as a replacement. The patient was doing fine and well. The following section has been updated accordingly: section d7: if explanted; give date: (B)(6) 2020. Device evaluation: product evaluation cannot be performed as info. Was received that the lens has been destroyed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.